Event description:
It was observed that during the device evaluation, the video system center exhibited no image, signal mismatch and connectivity issue. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. However, the reported allegation was confirmed via technical assistance (tac). The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: advised customer to connect sdi out 1 or 2 from each processor into the monitor¿s 3g-sdi inputs. Once reconfigured, stable images were obtained on both port a and port b from the video system center. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was displayed due to signal mismatch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.